Event description:
It was reported that during an esophageal stenting treatment procedure, the stent failed to deploy necessitating surgery. An ultraflex esoph ng prox cvd stn 23x12 had been advanced over an unspecified bsc guide wire to treat the unresectable gastro-esophageal tumor. While attempting to deploy the stent, the deployment mechanism "malfunctioned" resulting in the opening of the recent laparatomy wound. A gastrotomy was performed. The delivery system was "freed" by cutting the stent suture at the distal point above the cone tip. The procedure was considered to be completed with this device. There were no additional patient complications reported.

Manufacturer narrative:
The complainant indicated that the device would not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.